Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2022-01543, 1038671-2024-04879.

Event description:
It was reported that approximately 94 months after a total knee replacement procedure, the patient has experienced prosthesis wear, pain, discomfort, loosening and osteolysis of the left knee secondary to polyethylene wear. Revision operative report was provided. Post op diagnosis noted mechanical loosening of internal left knee prosthetic joint. Intraoperatively, the surgeon observed significant synovitis and metal staining of the synovium consistent with poly wear and osteolysis. No evidence of infection. Femoral component was significantly loose, debonded and with osteolysis involving the femoral condyles bilaterally. Patellar button was well fixed without evidence of significant wear. Tibial component was well fixed and explanted without difficulty. No medical or surgical interventions were reported. No additional information is available.